Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the fenestrated bipolar forceps (fbf) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer used a backup fbf instrument to continue with the case. The procedure was completed.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The fbf instrument was found to have a broken grip at the grip base. A piece approximately 0.60" x 0.20" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.